Manufacturer narrative:
(B)(4). Medical product: item # 183113 lot # 074250, item # 141236 lot # j3600218, item # 183660 lot # 160110. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03900 0001825034-2018-03901 0001825034-2018-03902.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently patient underwent a revision due to unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. There was no product returned therefore, visual and dimensional evaluations could not be performed. This event has been confirmed by review of operative notes. The review of operative notes for initial surgery noted the pin used to fix the poly box cutter instrument broke and the patient retained the fractured piece. The patient later had a manipulation under anesthesia to decrease the pain. The device history records were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. A definitive root cause cannot be determined with the no product and limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.